Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process multiple times. The customers blood glucose (bg) level was impacted (302 mg/dl) the customer took a bolus to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.